Manufacturer narrative:
The suspect device has been returned for evaluation. The device was examined visually and evidence of clinical use was present. The complaint is confirmed. The root cause could not be determined however, it is likely that significant force was applied to the device during clinical use. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that at the conclusion of the procedure, the physician attempted to remove the sheath from the patient's artery but had difficulty and failed. The patient had an additional procedure the following morning to remove the sheath, which was done successfully. It was noted during removal that the sheath was embedded in the artery. There is no additional patient consequence to report.